Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: initial visual examination noted that only the distal section of the stent delivery system (sds) was returned for review. This included the crimped stent and balloon (the section measuring approximately 370mm proximal from the tip). Microscopic examination of the returned balloon noted that the stent was fully crimped on the balloon however the balloon at the distal and proximal edge of the stent appeared to be bunched and folded back over the stent in a ''dogboning'' effect. The balloon does appear to be partially inflated. The inner lumen just distal to the distal markerband appeared to be bunched, consistent with some level of restriction having occurred. Further examination noted that the inner appeared kinked at the proximal end of the proximal markerband and again the balloon appeared bunched and slightly inflated at this end also. There was also evidence of bunching of the inner at the proximal markerband. There was evidence also of contrast media inside the inflation lumen. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during preparation for a left heart catheterization procedure, balloon damage occurred. The target lesion was located in the an unspecified artery. During preparation, a 2.75mm x 38 mm promus element plus stent delivery stent was selected to cross the target lesion however they noticed that the balloon of this device was defective the way it is folded unto the stent itself. The appearance was abnormal due to the way the stent was mounted on the balloon. The procedure was completed with another of the same device. No complications were reported and patient status is fine. However, returned device analysis revealed shaft polymer extrusion break.